Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and catalytic decomp filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a "burning oil odor" emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was returned and tested. The catalytic decomp filter successfully completed and passed testing. The reason for return of the catalytic decomp filter was not confirmed. The vacuum pump was returned and tested. The vacuum pump failed the test cycle and the reason for return of the vacuum pump was confirmed. The assignable cause of the odor/smells issue is the catalytic decomp filter and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.